Event description:
It was reported that there was high impedance on the lead. The lead was extracted and replaced. During extraction it was also reported that there was insulation damage under the sleeve. Lead further damaged during explant. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed a breached cut on the outer insulation. There was blood/body fluid (not obstructed) on the proximal conductor and apparent explant damage.